Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection observed a tear approximately in the middle of the silicone segment in which the tear was observed to be completely around the silicone segment. Functional testing was not performed due to the obvious observed damage. The root cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pump that was infusing calcium alarmed "air in line" and the clinician flicked the air out by the blue part of the tubing and not the silicone part. The tubing was placed back into the pump and when the pump was restarted, it was noted to be leaking from within the pump chamber from the IV tubing while connected to a patient. There was no patient harm reported.